Event description:
It was reported that post op a da vinci si hysterectomy procedure performed on (B)(6) 2011, the patient was re-admitted into the hospital due to sepsis as a result of bowel injury that occurred during the surgical procedure. The patient was hospitalized for 40 days. It is the hospital's belief that the injury sustained by the patient occurred as a result of arcing from a crack in the monopolar curved scissors instrument.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory and mcs instrument were returned for evaluation. Failure analysis investigation of the returned tip cover found that the silicon section of the tip cover had two tears. One of the tears was approximately .646 from the distal end of the tip cover and the second tear was approximately .599 from the distal end of the tip cover with damage consistent with electrical arcing. It is not known when or how the tip cover was damaged. Failure analysis investigation of the mcs instrument found that the distal end of the main tube exhibited hairline cracks in the axial direction. The instrument passed electrical continuity testing. Inspection of the instrument's main tube under magnification in the received condition for signs of charring or localized melting around the cracked section was performed. There was no thermal damage observed around the cracked section. Electrical testing was performed on the instrument to assess the dielectric strength of the cracked main tube. The instrument failed dielectric strength tests and the outer surface of the tube developed a charred/burned section towards the proximal end of the crack. These results indicate that the crack negatively affected the dielectric strength of the main tube under the conditions of the test performed, however, the energy leakage that occurred during the testing left the crack on the instrument main tube with evidence of burning which was not the condition the instrument was returned in. Engineering concluded that the crack likely did not leak energy during the procedure as reported by the customer based on the condition the instrument was returned in. Intuitive surgical is unable to determine the root cause of the bowel injury sustained by the patient; however, based on the condition of the returned instrument, it has been concluded that injury to the patient's bowel was not likely caused by energy coming from the crack on the mcs instrument, as the instrument would have exhibited damage consistent with electrical arcing. It is also unknown whether the damage to the tip cover accessory could have contributed to the bowel injury. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. Medwatch report 2955842-2013-02422 was submitted to the FDA regarding the mcs instrument. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.